Event description:
Patient presented with short, conical aortic neck with anterior angulation; had implant of a bifurcated device and two proximal cuffs in 2008. At the close of the procedure, there did not appear to be good neck apposition, however, no endoleak. One year follow up indicated a proximal type I endoleak. In 2009, the patient was treated with a 34mm infrarenal cuff, with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient's short, conical aortic neck and lack of apposition at the end of the original procedure may have contributed to the event.